Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. All the keypad buttons are reportedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-apr-2019 with the following findings: during investigation, the keypad was observed to be peeling from the base; no other damage was observed. During testing, all keypad buttons were found to respond appropriately to button presses. The keypad was removed and no evidence of contamination was found on the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. The pump was opened and no evidence of the moisture corrosion was observed near the keypad connector. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.